Manufacturer narrative:
Reliability analysis evaluated an opened/used reservoir. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per (B)(4) by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 7 xx insulin pump. The manual prime was performed. The fluid flowed through the infusion set and out the catheter tip. This resulted in the conclusion that the reservoir was not occluded.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 533 mg/dl. Customer treated their high blood glucose with a manual syringe. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received no delivery alarm while they were performing jury duty. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.